Event description:
Reportable based on device analysis completed on 02dec2022. It was reported that visualization issues occurred. The target lesion was located in the distal right coronary artery. Opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. The catheter did not show the image and failed to cross the lesion. The device was removed and the procedure completed with another of the same device. There were no patient complications reported. However, device analysis revealed an imaging window tear.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath and imaging window were kinked and the imaging window was torn. Microscopic inspection revealed the guidewire exit port and tip were in good condition. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Impedance testing showed an electrical open at the proximal waveform. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray images, the electrical failure was a result of a broken coax cable at 130cm to 140cm. A video and some pictures were provided from the client which showed no image and confirmed the reported image issue.